Event description:
Additional information was received from a company representative (rep) reporting the following impedance measurements: 0<(>&<)>13 >10,000; 1 <(>&<)>13 >10,000; 2<(>&<)>13 >10,000; 3<(>&<)>13 >10,000; 4<(>&<)>13 >10,000; 5<(>&<)>13 >10,000; 6<(>&<)>13 >10,000; 7<(>&<)>13 >10,000; 8<(>&<)>13 >10,000; 9<(>&<)>13 >10,000; 10<(>&<)>13 >10,000; 11 <(>&<)>13 >10,000; 12<(>&<)>13 >10,000; 13<(>&<)>14 >10,000; 13<(>&<)>15 >10,000.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and patient via a manufacturer representative regarding an implantable neurostimulator (ins) for intractable pain. It was reported the ins was constantly charged since the ins system implant procedure in (B)(6) 2015. However, the patient forgot to charge the ins in the summer of 2016, and the stimulation was off then. In (B)(6) 2016, a recharger antenna was placed on the implant site in order to charge the ins and the "start charge" button was pressed, however, the device and recharger did not verify. The "communication failure" mark was displayed on the recharger screen. The ins had not been charged for about two months afterwards. At an outpatient event on (B)(6) 2017, the manufacturer representative was present during the outpatient follow-up to confirm the event. Factors that may have led or contributed to the issue was either emi or overdischarge as the ins had not been charged for a long time. The attending physician requested to confirm that communication failure occurred around (B)(6) was caused due to either electromagnetic interference (emi) or overdischarge. The patient did not believe to have emi. On (B)(6) 2017, an attempt was made to establish telemetry with the device using the clinician programmer but it failed. Multiple attempts were made to charge the ins with the recharger; the ins could not be recharged after a few recharge attempts. Recharging was started, although, "communication failure" displayed at first. The recharger icon displayed "ins could not be located". Therefore, the manufacturer representative thought it was overdischarged. When recharging was started, the power on reset (por) mark displayed on the recharger screen. As the por mark was displayed on the recharger screen, an overdischarge was suspected and the recharger was to charge manually with 60 minute timer. However, manual charging was completed for several seconds and normal charging was started. Charge efficiency displayed a full eight coupling bars. After that, the ins was charged normally for about 30 minutes and telemetry was established using the clinician programmer. The por was turned off using the clinician programmer and the stimulation was restarted. The patient was instructed to recharge the ins at home and went back home. The issue was resolved at the time of the report. There was no patient injury. Of note, the device settings included the following: 3.6 volts, 730 us, and a rate of 10 hz. It was noted contact number 13 had abnormal impedance (greater than 10,000 ohms), however, the patient was programmed using bipolar polarity with contact 6 as the anode and 7 as the cathode.

Manufacturer narrative:
The device code (B)(4) no longer applies.

Event description:
Additional information from the manufacturer representative reported the error code that accompanied the por and cause of the high impedance on contact #13 was unobtainable. The por was due to overdischarge.